Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent an abdominal hysterectomy and abdominal sacro colpopexy using a bard/davol flat mesh. (B)(6) 2012 - patient had office visit with complaints of frequent pain, preventing sexual activity. Patient continues to have urinary leakage symptoms. Plan is for removal of vaginal mesh due to erosion. Vagina appears normal with small erosion of mesh at the top of the cuff. (B)(6) 2012 - the patient underwent explant of the davol flat mesh and implant of a non-bard/davol sling to treat urinary incontinence. (B)(6) 2015 - patient underwent explant of the non-bard/davol sling. No mention of bard/davol flat mesh during this procedure.